Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was not powering on when a test strip was inserted. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information. The patient reported that the alleged power issue began on (B) (6) 2010 at 12 pm. The patient informed the mss that she tests 8-10x/day and manages her diabetes with an insulin pump. As a result of not being able to test that afternoon, the patient claimed she did not bolus. At approximately 3:30 pm, the patient stated she found one of her other meters (brand unknown) and when she tested obtained a result of "365 mg/dl". In response to the reading, the patient stated she took a bolus of 20 u of humalog. Later that evening, at 8:30 pm, the patient reported that her mother found her sweating profusely and in an incoherent state. The patient stated that her mother tested her blood glucose on her old meter, obtained a reading of "21 mg/dl" and then administered a glucagon injection. At the time of troubleshooting, the cca noted that the subject meter powered on manually; however, did not power on when a test strip was inserted. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.